Manufacturer narrative:
Engineering determined that the navigational difficulty was due to a software algorithm limitation that failed to segment the patient anatomy correctly. The algorithm limitation lead to the poor virtual view rending near the target. A review of the device history record (DHR) was performed. There are no reports of nonconformance that relate to the reported incident. A review for similar complaint shows the reported issue is a known issue however the root cause is specific to each individual case. No further action is needed based on the risk acceptance. This issue will be tracked and trended in the monthly complaint trend review meetings.

Event description:
It was reported that during a diagnostic procedure using the monarch bronchoscopy system, the physician decided to abort the diagnostic procedure due to navigational difficulty. The patient was reported to have a lot of mucus. The physician decided to abort the diagnostic procedure. There was no reported device malfunction associated with the adverse event. No medical or surgical intervention reported. No hospitalization required.